Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative that when they would set the stimulator lower than 11.0 they still had a few impulses on 1 and 2 group a. It was also noted that with the stimulation they still had a few impulses from 11.0. No further complications were reported/anticipated.